Event description:
The user reported that during percutaneous transluminal coronary angioplasty, the device would inflate but the gauge needle did not move. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.